Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with intraperitoneal (ip) vancomycin (2 grams, frequency not reported) and ip fortaz (1 gram, frequency not reported). On an unknown date, ¿two to three days after peritonitis¿, the pd catheter was removed, ip antibiotics were discontinued and the patient was switched to hemodialysis (for a month). On an unknown date, the patient was discharged from the hospital. The patient was recovered from the event. Seventy-four days after diagnosis, the patient was restarted on pd therapy. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.